Event description:
On 05/12/2025, an arthrex subsidiary employee reported via email that an ar-2324bcc biocomposite swivelock c suture anchor had an issue where the screw could not advance. The case was completed with another ar-2324bcc biocomposite swivelock c suture anchor. This was discovered during an mcl repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 05/30/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 06/02/2025: there was no case delay or added anesthesia administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or misaligned insertion while prying/leveraging the device.